Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The issue was resolved and customer continued to use pump for insulin therapy. There was no reported adverse impact to the customer's blood glucose level.